Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Available details indicate that the device was returned to philip for bench repair. The bench technician confirmed the unit was not recording on the co2 connection port. The monitor was tested with an electrical safety tester and patient simulator. The capnometer connector was found to have snapped off. A replacement capnometer module kit was ordered but cancelled as the device was requested back by the rdt business technical team. The rdt technician fitted the o ring to the capnometer's frs connector. They also applied a copper finger to the capnometer's emc casing. A data cable assembly was connected to the capnometer and the capnometer was calibrated. The capnometer was tested, confirmed to pass all tests, and the issue was resolved. The device was not available for additional investigation as it will be returned to the customer site for use. The replaced capnography kit is also unavailable for additional investigation as this component is scrapped if returned to philips as defective. Based on the information available and the testing conducted, the cause of the reported problem was the capnometer kit. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported that the device was not recording on the etco2 connection port (where end-tidal co2 monitoring adaptors connect). The user is unsure if there is a fault but the device was not recognizing it being attached or showing any levels when attached. There was no patient involvement.